Manufacturer narrative:
As reported, a 6f tl mp a2 100cm 2sh infiniti catheter separated in two pieces during re-shaping in its initial prep. There was no reported patient injury. The procedure was completed with an unknown product. There were no anomalies noted when the device was removed from the package. The device was not used in the patient. Additional procedural details were requested but unknown. A non-sterile single unit of catheter ¿cath f6inf tl mp a2 100cm 2sh¿ was received coiled inside of a clear plastic bag. Per visual analysis, a separation condition was observed at 8.7cm from the distal tip. Both segments of the catheter body were returned for analysis. No other damages or anomalies were detected. Dimensional analysis was performed to verify the correct device inner diameter (ID) and outer diameter (od). Measurements were taken as near as possible to the separation areas on both segments. Dimensional analysis results were found within specification. Per sem analysis, results showed the separated area of the body/shaft of the cath f6 inf tl mp a2 100 cm 2sh presented evidence of elongations and bulged/peeled off material. Plastic deformation resulting in diameter reduction and tension marks were observed on the braidwire. Also, ductile dimples were found on the separated braidwire surfaces. The elongations found on the body/shaft material, the ductile dimples, and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braidwire and body/shaft material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 17812835 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿catheter (body/shaft) ¿ separated-during prep¿ was confirmed. A separation condition was observed on the body of the catheter. The exact cause of the separation could not be conclusively determined during the analysis. The elongations found on the body/shaft material, the ductile dimples, and plastic deformations resulting in a diameter reduction and tension marks, are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the braidwire and body/shaft material yield strength prior to the separation. Per the instructions for use (IFU), although not intended as a mitigation, ¿exposure to temperatures above 54c (130f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the phr review nor the product analysis suggest that the observed damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17812835 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f tl mp a2 100cm 2sh infiniti catheter separated in two pieces during re-shaping in its initial prep. There was no reported patient injury. The procedure was completed with an unknown product. There were no anomalies noted when the device was removed from the package. The device was not used in the patient. Additional procedural details were requested but unknown. The device will be returned for evaluation.